Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this a high impedance alert was triggered for this subcutaneous electrode. Data and other information was sent to technical services (ts) for review and recommendations. The ts findings were suggestive of a fracture near the proximal electrode. It was further communicated that the electrode had been repositioned approximately five months post implant due to noise and inappropriate therapy. The functionality of the electrode was deactivated and a revision scheduled however the date unknown. No other resulting adverse effects were reported. Subsequently, this electrode was confirmed replaced in absence of any additional adverse patient effects. Another subcutaneous product was implanted, no information was provided regarding the integrity of the removed product; the electrode has been returned for analysis.

Manufacturer narrative:
Following the second surgical intervention to perform the lead revision, this event will be further updated.

Event description:
It was reported that this a high impedance alert was triggered for this subcutaneous electrode. Data and other information was sent to technical services (ts) for review and recommendations. The ts findings were suggestive of a fracture near the proximal electrode. It was further communicated that the electrode had been repositioned approximately five months post implant due to noise and inappropriate therapy. The functionality of the electrode was deactivated and a revision scheduled however the date unknown. No other resulting adverse effects were reported.